Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the pin was not received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a worldwide complaint database search was not possible as the required product code and lot number were not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal femoral block was damaged during the case. A brand new drill pin got stuck in the cutting block. The block needs to be replaced. It can no longer receive a pin through that hole.